Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a tmicl implantable collamer lens into the patient's eye. Reportedly, 10-days postop the patient felt pain, experienced blurred vision, and the lens rotated. Attempts to obtain additional information have not been successful.